Event description:
A case study was presented at aaos involving a pt who experienced heterotopic ossification along the psoas muscle. The bone mass was large and required surgical removal. Additional info is pending.